Event description:
A report was received that the patient developed an infection at the ipg incision site of the scs implant which was mild in severity. Medication was administered and the event is resolving. The event was assessed to be related to the surgical procedure of the scs implant.

Manufacturer narrative:
Additional information was received that the patient's symptoms were redness, swelling and a slight fever. The patient was treated with levaquin, however, the infection persisted. The patient underwent an explant procedure due to the suspected staphylococcus infection at ipg site. The physician assessed that the infection was not procedure or device related. Additional suspect medical device component involved in the event: model #: sc-2317-50, serial #: (B)(4), description: infinion cx 50 cm lead. Model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient developed an infection at the ipg incision site of the scs implant which was mild in severity. Medication was administered and the event is resolving. The event was assessed to be related to the surgical procedure of the scs implant.

Event description:
A report was received that the patient developed an infection at the ipg incision site of the scs implant which was mild in severity. Medication was administered and the event is resolving. The event was assessed to be related to the surgical procedure of the scs implant.